Manufacturer narrative:
Manufactured narrative: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection did not find the lens to be within specifications. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: h6 - work order search: one additional similar complaint type event within associated lots was found. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to low vault. This resolved the problem. Cause of the event is reported as unknown.